Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was replaced due to impedance and threshold issues. It is unclear if this lead was capped or explanted. An explant date was not provided. No adverse patient events were reported.